Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that right ventricular (rv) lead was found dislodged. As result, the lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is completed this report would be updated at that time.

Event description:
It was reported that right ventricular (rv) lead was explanted and replaced "de" to dislodgement. No additional adverse patient reported.